Manufacturer narrative:
Device evaluation summery: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the pin16 (+5v) was bent in the trunk cable connector and belt was unable to detect. The cause of the inability to detect and the check therapy pad messages is the bent connector pin. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he was receiving check therapy pad messages. The patient was provided with a replacement electrode belt.